Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing myopotentials resulting in pacing inhbition and diverted episodes.